Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/16/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what was the initial approach for the index surgical procedure? (Open, laparoscopic, robotic or other)? Did the suture break during the initial procedure? If no, please provide details. Did the suture break post operatively? Did the patient undergo a re-operation due to the suture breakage? If yes, please provide details. What instruments were used in this procedure to handle the suture? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial approach for the index surgical procedure? (Open, laparoscopic, robotic or other)? Did the suture break during the initial procedure? If no, please provide details. Did the suture break post operatively? Did the patient undergo a re-operation due to the suture breakage? What instruments were used in this procedure to handle the suture?

Event description:
It was reported that a patient was admitted to the hospital due to an "abdominal mass". On the ninth day of admission, at 3:00 pm, the patient underwent a surgical procedure and suture was used. The medical staff found that the suture was broken during suturing after the patient's surgery, and immediately replaced it with a new suture. No adverse patient consequences were reported. Additional information was requested.